Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The 2.5 x 15 mm trek was used for dilatation. The first inflation was to 8 atmospheres (atm) for 5 seconds, and the second inflation was to 10 atm, for 5 seconds. After removal, it was noted that the balloon was ruptured. It was reported that the balloon was not soaked prior to use. A vision stent was implanted, and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter noted no blood visible and contrast in the inflation lumen. The balloon was loosely folded. This is consistent with device preparation and balloon inflation. A new indeflator was filled with water and was used to inflate the balloon to rated burst pressure (rbp). However, the analysis was unable to confirm the reported complaint as the balloon inflated to rbp with no anomalies noted. There was no rupture noted as reported. A visual inspection of the balloon showed no sign of anomalies such as broken, scratched, peeled or any other damages. A follow up was sent to the hospital to confirm that the correct product was returned, the reported balloon rupture information was correct and the how the rupture was determined. The hospital confirmed that the correct product was returned and the reported balloon rupture was correct but unable to obtain the information from the hospital on how the rupture was determined. In this case, since the analysis was unable to confirm the reported rupture and did not identify any malfunction regarding balloon inflation, there is no indication of a product quality deficiency. Reportedly the balloon was not soaked prior to use. It should be noted the trek rx instructions for use (IFU) states: submerge the balloon in the sterile heparinized normal saline during balloon preparation to activate the coating. Although the analysis was unable to identify any anomalies with the balloon, the failure to soak the balloon prior to use can contribute to a balloon rupture. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot acceptance testing met specifications.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.